Event description:
The user reported that the device developed a kink in the tubing that inhibited the flow rate. No lot number was reported. The device was replaced. No patient harm or injury was reported.

Manufacturer narrative:
One device returned for evaluation. The device was visually examined and kinks were observed in the tubing. The complaint is confirmed. No root cause was determined. No lot number was provided so the device history record and complaint database searches could not be performed.